Event description:
A 5fr gt was connected to patient. When it was attempted to administer medication through "y" port, the port was noted to be plugged. The manufacturer hadn't drilled the hole through the port. An additional gt was attempted with the same issue.